Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin p ump alarmed with an error without notice. The blood glucose reading was not given. The insulin pump will be replaced and returned.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or verify pump error 35 due to the blank display. The pump was also received with corrosion on the motor and force sensor. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.